Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer discovered questionable ion selective electrode (ise) potassium results had been generated after weekly maintenance when the high results for two of the patient samples were questioned by a doctor. The samples were sent to a sister site of retesting on a cobas c501 analyzer. Of the 11 patient samples involved, only the results for 10 patient samples were discrepant. Patient sample 1 original result was 5.6 mmol/l and the repeat result was 4.2 mmol/l. Patient sample 2 original result was 5.8 mmol/l and the repeat result was 4.3 mmol/l. Patient sample 3 original result was 5.1 mmol/l and the repeat result was 3.7 mmol/l. Patient sample 4 original result was 5.4 mmol/l and the repeat result was 3.8 mmol/l. Patient sample 5 original result was 5.4 mmol/l and the repeat result was 3.9 mmol/l. Patient sample 6 original result was 5.9 mmol/l and the repeat result was 4.6 mmol/l. Patient sample 7 original result was 5.8 mmol/l and the repeat result was 4.3 mmol/l. Patient sample 8 original result was 5.4 mmol/l and the repeat result was 4.0 mmol/l. Patient sample 9 original result was 5.7 mmol/l and the repeat result was 4.0 mmol/l. Patient sample 10 original result was 5.9 mmol/l and the repeat result was 3.7 mmol/l. All of the original results were reported outside the laboratory. The repeat results were believed to be correct. The customer refused to provide information concerning if any patients were adversely affected. The electrode lot number and expiration date were requested, but were not provided. The field service representative could not determine a cause. He cleaned the sample flow path, ise bath and ise cartridge housing and performed an alignment of sipper nozzle. He ran ise precision testing and the customer calibrated and ran qc successfully.

Manufacturer narrative:
The investigation found the calibration reports associated with the event showed too high emf values for potassium in the ise standards which caused a low slope to the calibration curve. This indicated an operator handling issue of contamination in the ise diluent by potassium ions.